Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that suction dropping (suction loss) occurred during surgery with an intralase patient interface (pi) during the laser firing. It was stated that the problem linked to the tubing which separates the cone, that they could easily release the tubing from the cone. It was reported that the procedure was successfully completed by using another pi. There was no patient injury reported and no medical interventions were required. This report is two (2) of five.

Manufacturer narrative:
In the initial MDR report the unique identifier (UDI#) was list as (unknown). In this report it has been corrected to (B)(4) unknown. Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. The manufacturing record review and complaint history review were not performed since the lot number is unknown. A review of the manufacturing process controls shows the manufacturing instructions requires 100% cleaning and inspection of cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains and imperfections. The operators also inspect components for damage and deformation. Based on the evaluation performed, there is no indication of a product malfunction., there is no indication of a product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.